Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed the battery run test outlined in the service manual l1524, which the device failed. At this time, the reported event was duplicated and the cause is associated with equipment not maintained as it relates to the internal battery. The internal battery pack preventative maintenance recommendation is to replace the internal battery every to two years, outlined in the operators manual l2786. The fse replaced the internal battery and the device charged up properly to specifications. No hardware return is expected therefore no further investigation will performed regarding this event.

Event description:
The customer reported disconnecting this research avea ventilator from wall ac (alternating current) and the ventilator immediately powered off. The customer reported the device is used on animal subjects. The customer also reported the internal battery has not been replaced in more than three years.